Event description:
Pt reported not feeling pain relief for three days, at which time the tubing was repositioned. It was reported that the pump then emptied in 8.5 hours, which is faster than anticipated. Pt had drains in place and no signs or symptoms of local anesthetic toxicity were reported.